Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample did not meet specification as received. Details regarding a visual inspection were not provided. The investigation found a reboot issue. The investigation identified the cause of the reported event to be the low voltage power supply. The low voltage power supply was replaced to address the condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the unit self-launch. There was no patient involvement.